Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call of air bubbles inside of the tubing line. The customer's blood glucose was 524 mg/dl at the time of incident. Troubleshooting assisted the customer in running a manual prime and removing the air bubbles. The customer was advised to monitor the pump and call if problems persist.